Manufacturer narrative:
Additional data: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161512 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1037294, test base part number 190-430 / lot m161512. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161512 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the as the logfiles were deleted prior to export. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Pcr confirmation testings(x2) was performed in a laboratory,one with genexpert and other with unknown platform, both generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer reported there was a delay in the patient's treatment as patient had to isolate due to suspected covid 19 disease.